Event description:
During a makoplasty partial knee arthroplasty case, multiple software freezes occurred. Attempts at troubleshooting included a hard system reboot, but was unsuccessful. It was determined that the proper course of action was to end the case. The surgeon removed all pins, clamps and checkpoints and closed the incision.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A supplemental report will be filed when additional information is obtained.